Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded a high rate of multiple quality check codes (qcc) 31, 22, and 25 during patient testing. The customer was using multiple analyzers and 3 different lots of cartridges. Lot#: s12048b, yield rate: 75% qcc. Lot#: s12122, yield rate: 10% qcc. Lot#: s12105, yield rate: 60% qcc. Lot#: s12122b, manufacture date: 05/2012, expiration date: 10/28/2012. Lot#: s12105, manufacture date: 04/2012, expiration date: 09/28/2012. Based on the information available at the time, there were no injuries associated with this event. Yield rates reported by the customer are unconfirmed. At this time abbott point of care has no reason to believe that a malfunction exists. The investigation is underway.

Manufacturer narrative:
(B)(4).